Event description:
It was reported that a lead safety switch (lss) was activated in right ventricular (rv) lead of this pacemaker system, switching from bipolar to unipolar mode due to an unspecified out of range impedance measurement. Technical services (ts) explained details about the lss and recommended further rv lead evaluation. Ts also provided programming options. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).